Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00091 on 06/03/2016 for (B)(6) advia centaur xp hbsagii results obtained on two patient samples and confirmed with advia centaur xp hbsag confirmatory testing. Additional information: on 06/03/2016 there are no samples available for further investigation. A siemens technical application specialist (tas) was onsite and performed a precision check and ran 100 replicates of (B)(6) control (reagent lot 109078) that was acceptable. In (B)(6), the customer ran approximately 418 advia centaur hbsagii tests and two were (B)(6). Update 06/29/2016: the total positive agreement of the advia centaur hbsagii in the prospective population is 99.8% with a 95% confidence interval of 99.5-100.0 (10635153_en rev. E, 2015-01). The results for the two different samples for patient #1 were not reproducible. The results for the two different samples for patient #2 were reproducible. The customer obtained the correct result on the newly obtained sample for patient #1. Based on the information provided, there is a possible issue with the original sample for patient #1. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the (B)(6) results for both patients, pre-analytical factors or sample handling may be a contributing factor. The cause for the (B)(6) advia centaur xp hbsagii results obtained on two the patient samples, and confirmed with advia centaur xp hbsag confirmatory testing is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call. The cause for the (B)(6) results that were confirmed with (B)(4) confirmatory testing is unknown. The customer's quality control results were acceptable at the time of the event. Siemens has requested the patient samples for investigation. The (B)(4) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(4) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)." The (B)(6) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
(B)(6) results were obtained on two patient samples and confirmed with advia centaur xp (B)(4) confirmatory testing. The (B)(6) results were reported, and questioned by the physician(s). For one patient, repeat (B)(4) confirmatory testing was performed on a new patient sample, and the result was confirmed (B)(6). For the other patient, repeat (B)(4) testing was performed on a new patient sample with a new (B)(4) reagent lot, and the result was (B)(6). The physician(s) were expecting (B)(6) test results. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur xp (B)(6) confirmatory results.